Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the jaws of large hem-o-lok clip applier failed to close properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the jaws of clip applier failed to close properly, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and reported failure was confirmed. Failure analysis found the primary failure of broken input disk. The instrument was found to have multiple input disks broken. Input disk #6 was found completely detached from the base of the housing. Hairline cracks were found on grip input shaft #7. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.